Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving bupivacaine (9 mg/ml at 0.0577 mg/day) via an implanted pump. The patient¿s medical history was chronic back pain and a history of back surgery. The indication for pump use was non-malignant pain. It was reported that in (B)(6) 2021 the patient started feeling jittery; started hearing and seeing things; and wasn¿t feeling well. Her hcp told her to go see a counselor, however, the patient stated that she knew something was wrong. She stated that she was on fentanyl and her legs were swelling up. The hcp finally started decreasing the dose and she went through withdrawal, but the swelling in her legs started going down. The hcp had since been slowly decreasing the fentanyl and was going to change it to bupivacaine. On (B)(6)-2022, the nurse that tried to access her pump wasn¿t able to get into the reservoir and she had to go back on the 15th so they could do it under x-ray. Per the patient, they also attempted a dye study that day, but they were unable to aspirate the catheter. Her hcp said something was wrong and that she would be referred to a surgeon. The patient was taken to surgery on (B)(6)-2022 for a possible catheter revision/pump replacement. When the pocket was opened, a milky liquid was found in the pocket. The pump and catheter were completely explanted due to a possible infection. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4). Implanted: (B)(6) 2021, explanted: (B)(6) 2022. Product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-jul-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report if information is provided in the future, a supplemental report will be issued.